Event description:
It was reported that the patient experienced syncope. A merlin.net transmission revealed that the pulse generator exhibited backup vvi operation. The patient was brought into the clinic for further evaluation. After a device software download, normal function resumed. The device remained implanted.